Event description:
It was reported that the pump touchscreen was "completely broken in pieces" and the pump was no longer usable. No additional information was provided and customer had already reverted to using an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.